Event description:
On (B)(6) 2009, the pt's wife reported that the infusion device displayed an e6 (mechanical) error in the middle of the night. She stated that the piston rod retracts to a certain point and then becomes stuck. She stated that this has happened in the past, but the pt "jiggles" the piston rod and it then retracts and the e6 error can be cleared. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.